Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) called the customer and confirmed that hard drive of the system was full. Rse found that free disk space is too low. Rse instructed user to delete examinations to free up space. Furthermore, a philips field service engineer (fse) inspected the system onsite and reloaded the software in the xper module. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the allura hard drive was full. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.